Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibited backup vvi mode. The patient had not had any procedures or any MRI scans. The device was explanted and replaced successfully. The patient was doing fine post procedure.